Event description:
It was reported that the rental system monitor was not working. The screen was blinking off and on and freezing. The rental was sent back for another rental.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event, of the system monitor screen blinking off and freezing up, was not confirmed. The returned unit was operationally checked with a reference heartmate system. No issues were observed. The unit was functionally tested and passed. No fault was found with the returned system monitor. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The system monitor was built in feb2016. The packaged system monitor (part number 1286) was placed into inventory on 09mar2016. The unit was placed into the rental/loaner pool on 14apr2016. The unit was last serviced on 19sep2017 ¿ end of rental. The unit was shipped to the customer on 21may2018. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev b p.18 - setting up the system monitor for use with the power module). No further information was provided. The manufacturer is closing the file on this event.